Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed by a physician. As a result, device replacement with mentor gel implants was performed on (B)(6) 2018.

Manufacturer narrative:
On 10/8/2018, the mentor failure analysis lab received the device for evaluation the analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 10/29/2018, mentor received additional information: lateral displacement of bilateral implants was also indicated. As a result, the patient underwent bilateral capsulectomies, bilateral ryan procedures, bilateral revision of mastopexy scars, and bilateral removal and replacement with mentor memorygel breast implant gel prostheses on (B)(6) 2018; catalog # 3502754, s/ns (B)(4), 275cc (l) and catalog # 3503254, (B)(4), 325cc (r). A small area on the right breast just at the site of the lateral capsule was biopsed and sent to pathology. The patient was taken to the recovery room in stable condition. This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-06644 for the contralateral prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/6/2018 mentor became aware that report submitted on that date erroneously omitted the hyptrophic scarring included in the replacement surgery operative report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on (B)(6)2018. Device evaluation summary: it was reported that a 44-year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis. On (B)(6) 2018 left sided deflation was diagnosed by a physician. Migration and hypertrophic scarring was later noted. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a crease on the anterior view that extended to the posterior view. Leak testing was performed in accordance with mentor procedures, and one leak was found in one of the creases on the anterior view of the device. The leak was caused by a rent measuring approximately 0.1 cm in length. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Hypertrophic scarring may result from delayed/impaired wound healing. Skin tension is frequently implicated in hypertrophic scar formation. Abnormal scar healing commonly involves areas of high skin tension. Other factors implicated in the etiology of abnormal scar formation include wound infection or anoxia, a prolonged inflammatory response, and wound orientation different from the relaxed skin tension lines. Hypertrophic scarring is a known complication associated with any surgical incision and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).